Event description:
The customer reported that the vertical lift column was not working. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. The motor drive unit was reconnected. The system was tested and operates as intended.